Event description:
A (B)(6) male pt's daughter contacted zoll customer support to report that one of the pt's battery packs would not hold a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (charger will not charge) has been confirmed. As received, the battery was found to have a poorly soldered thermistor. The thermistor was not soldered correctly to the pad on the battery board pca. This prevented the battery from properly charging on the battery charger. The root cause of the poor solder connection cannot be positively identified but was likely an assembly error. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.